Event description:
It was reported that the patient presented in the clinic reporting discomfort. Upon interrogation, the right ventricular lead exhibited failure to capture, the patient experienced muscle stimulation and lead dislodgement was suspected. Programming changes were made to prevent further stimulation. The patient was in stable condition.

Event description:
New information received notes that the patient presented to the clinic, where the right ventricle lead was explanted and replaced. The dislodgement was confirmed through x-ray imaging, and the patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgement, failure to capture, and muscle stimulation. As received, a complete lead was returned in one piece for analysis. The reported event of failure to capture was not confirmed. Visual inspection of the lead found the helix was retracted and clogged with blood. X-ray examination found no anomalies on the lead. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.